Event description:
It was reported that the stylet was not inserted in the center of the catheter, and it was inserted bent into the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a misaligned stylet is confirmed and was determined to be manufacturing related. One coiled stiffening stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned stylet was inserted into a t-lock and approximately 17.5 cm of the stylet was observed to protrude from the yellowish membrane of the t-lock. The stylet was observed to be inserted outside the center circle of the membrane of the t-lock. Bends were observed in the stylet just proximal and distal to the t-lock. A microscopic observation revealed no kinks or breaks in the stylet. No slits or holes were observed in the center of the membrane of the t-lock. Once the membrane was removed from the t-lock, the stylet was found to pierce through the side of the membrane in two places. The off-centeredness of the stylet within the t-lock most-likely occurred due to a slight misalignment during assembly of the stylet into the t-lock. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the stylet was not inserted in the center of the catheter, and it was inserted bent into the catheter. There was no reported patient injury.